Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, two vessel sealer extend (vse) instruments failed to fully fire and got stuck on tissue. The customer moved the vse instruments to the integrated electrosurgical unit (iesu). The site called back to report that they encountered the same issues when moving to the iesu. The customer confirmed that they were using two different vse instruments. The technical support engineer (tse) advised moving the instrument to a new universal surgical manipulator (usm) to see if the issue persisted. The customer brought in a third vse instrument and installed it back on the e-100 generator and had no issues at the time of the call. The customer called back in stating that the vse with the different lot number worked for approximately 10 minutes and started having issues again. At the time of the call, the customer had replaced the vse instrument with a syncroseal instrument, and the surgeon proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no bio debris build-up prior to the interaction where sticking was observed. There was no tissue observed getting caught. There were no faults prior to this causing a fault/error. The instrument kept throwing an error message. There were no jaws stuck on tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws did not open and close properly. The instrument was placed on an in-house system and passed engagement but failed initialization test on three out of three attempts. A review of the system logs verified five homing failures with error code 22026 and description "vessel sealer extended failed during homing on usm4 ". The instrument was installed seven times and passed homing two times and failed five times. A total of 19 complete cut events were noted. The e-100 generator logs showed a total of 33 seal event with no errors. The instrument was used for about 13.5 minutes and had seven errors based on system log review. The initialization test was bypassed, and a hard grip force test was performed. The instrument passed the grip force test. System logs depicted seven low torque errors, indicating the grips didn¿t have sufficient torque to complete sealing. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.